Event description:
Nurse responded to what she believed to be a bed alarm -consistent loud tone. Found ventilator off and called rt emergently - manually ventilated and pulled vent from service. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). Notified manufacturer after noted to have 4 events of vent spontaneously shutting down. [Redacted name] has reached out to me to gather more information. We are due for a software upgrade next month, but I do not know if this is related.